Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in perforation. A new rv lead was implanted successfully. No additional adverse patient effects were reported.